Event description:
It was reported the pt had lost some weight, and the physician repositioned the ipg because it had become shallow and was painful. The pt was scheduled for f/u regarding his issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.